Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, could not open the jaws when performing the clamp test prior to firing.

Manufacturer narrative:
Post market vigilance received one device opened by the account without packaging. Visual examination of the reload noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the reload were clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. Pmv performed functional testing. The reload jaws were manually opened. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The jaws opened after the instrument return knobs were retracted. The reload interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The reload was connected to the adapter, however, could not open the jaws. The jaws were still closed, however, could remove the reload from the adapter. The event occurred during the procedure but the device was not used on the patient. Replaced by a new reload and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.